Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch/lot: 7082070/ 7090146. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch/lot: 27648350.

Event description:
It was reported that the patient had an infection, and a discharge was found at the ipg site. The physician did not believe that the infection was due to procedure or device related. The patient underwent an explant procedure and was prescribed antibiotics. The patient was doing well postoperatively and the explanted devices were not returned. Culture was taken and the result showed (B)(6) for staphylococcus epidermidis.